Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to a pocket infection and septic shock. It was further reported that there was pus observed, and the patient had a urinary tract infection, lung nodules and bad dentition. Cultures were taken and tested positive for methicillin-sensitive staphylococcus aureus. Antibiotic treatment was provided. A temporary lead was placed until a replacement system was implanted about eight days later. No further patient complications have been reported as a result of this event. 06sep2023 it was further reported that all the active and inactive leads were removed due to the infection. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5147396, #mw5147398.